Event description:
It was reported that prior to an unknown arthroscopic procedure, that the all-in-one ccu+light row device the light source was not able to turn on, so the surgeon could not set the white balance. The surgeon plugged in the camera head and light cable and tried to turn on the light source using the button on the camera head, but no light came on. Another device was used to complete the procedure. There was a 30 min. Surgical delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information received, it was reported that this was an unknown surgery performed, before the surgery, the light source was not able to turn on, so the surgeon could not set the white balance. The surgeon plugged in the camera head and light cable and tried to turn on the light source using the button on the camera head, but no light came on. The surgeon tried to set the white balance in that state, but the spinning icon just wouldn't come on and I couldn't set it. (The screen remained black because there was no light.) The surgeon unplugged the camera head and light cable, but the spinning icon in the color bar just wouldn't stop. Turning it on and off solved the problem. . The complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. A device history review was performed for the finished device serial number: (B)(6), and the certificate of conformance stated that the device was manufactured in compliance with the quality system release criteria. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history review was performed for the finished device serial number: (B)(6), and the certificate of conformance stated that the device was manufactured in compliance with the quality system release criteria. Device history batch: null device history review: a device history review was performed for the finished device serial number: (B)(6), and the certificate of conformance stated that the device was manufactured in compliance with the quality system release criteria. E1: the reporter¿s complete facility address was not provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h6. Investigation conclusions: added accordingly.